Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) lead loss of capture (loc). Technical services (ts) was consulted, concurred that there is suspected loc. This crt-p remains in service. No adverse patient effects were reported.